Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 11.2-11.4cm, 11.6-11.8cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was noted at 47.3-49.0cm and 48.2-48.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.8-9.1cm and 46.2-47.3cm for the distal tip. Etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted due to a gradual increase in pacing lead impedance and suspected conductor failure. Fluctuations in r-wave sensed amplitude and increase in capture thresholds were observed but still within acceptable ranges.

Manufacturer narrative:
Initial reporter also sent report to FDA.